Event description:
It was reported that an ilet user experienced sustained high glucose for nearly two days and alert 38 for consecutive stalled motor, with delivery stopped for a couple of days; a dry run delivered 165 units without error, supplies were replaced, and the user received troubleshooting and education. Symptoms included hyperglycemia, dizziness, sleepiness, and lethargy. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with a stalled motor alert. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.